Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2012 the reporter contacted animas to report an issue with the pump history, which listed five "replace battery" alarms, however, the pump displayed only one "replace battery" alarm. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed that the pump alarmed for a low battery warning followed by a replace battery warning on (B)(4) 2012. During testing, a low battery and replace battery warnings were reproduced and both alarms were correctly recoded in the alarm history. The pump was tested with an external power supply and the pump current draws were found to be within specifications. The pump was opened and there was no evidence of moisture or damage inside the pump.